Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Analysis of the pump found that there were no anomalies. Analysis of the catheter found that there was coring/tears/cuts in the seal of the catheter sutureless connector.

Event description:
The pump and catheter were returned for analysis. There was no known issue. The patient was receiving an unknown intrathecal medication via an implanted pump. The indication for use was not reported. Further information was not provided.